Manufacturer narrative:
(B)(4). The pump passed the displacement test but failed self-test due to pump error 63 alarm during testing. Successfully downloaded history files and traces using thus. Pump was monitored and verified that the pump communicated properly from the pump to the meter. Pump error 63 (variable 3) was present in the history download on event date of (B)(6) 2023 09:45:02.000. Tested with a test p-cap and the test p-cap locked in place properly, however, damages to the retainer ring was noted during inspection. Pump was cut open to perform visual inspection and found moisture damage on the motor. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, peeling serial number/faded end cap label damage, and cracked retainer. Customer alleged no communication with pump to meter was not confirmed. Pump error 63 was confirmed due to broken trace at u1 pin 1 and broken solder pin 6 on keypad assembly. Label anomaly with missing serial number was not confirmed, however, other cosmetic damage was noted. Moisture damage was confirmed on the motor. Damages to the retainer ring was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump lost connection with blood glucose meter and its sticker went off. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device was returned for analysis.